Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 25mm inspiris resilia valve model 11500a25 implanted in aortic position underwent a valve-in-valve (viv) procedure after an three (3) years and one (1) month of implant duration for due to severe aortic insufficiency. As reported, the patient was admitted at hospital a few months earlier due to covid infection with fever and dyspnea and severe aortic insufficiency was observed at that time. Reportedly, the patient was doing well before covid. A 29mm sapien valve was implanted within the existing edwards surgical device. The procedure went well with no leak and with a good haemodynamic performance.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.